Event description:
It was reported to philips that imaging lag occurred due to hardware/software issues on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the ippc os and replaced the hard disks. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).